Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via email that their blood glucose was high and that hospitalization was necessary due to diabetic ketoacidosis. The customer's blood glucose was unknown at the time of the incident. The customer also indicated that the insulin pump rejects batteries and the display is scratched and not as bright.